Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that arctic sun device was primed to fill. No repairs were made as the customer declined repairs. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that biomed had just put the arctic sun device back together from another repair and it was now getting a enter current password. Per follow up information received on 12sep2022, biomed was repairing device and found that arctic sun device was leaking from the drain port , after repair they received the enter current password message. After speaking with technical support, it was determined that the device should come in for the coin cell replacement. Biomed will send in device, no patient involveme nt. Per follow up information received on 15nov2022, biomed replaced the coin cell battery, but was not getting a message that read enter current password. Per sample evaluation results received on 03mar2023, it was reported that the root cause of the reported issue was due to a depleted coin cell battery. During evaluation, it was confirmed that the arctic sun device did boot up to an enter current password screen. It was stated that upon servicing the control panel it was observed the coin cell was replaced, by others, with and non-manufacturer supplied coin cell. A test coin cell was installed, and the control panel boot up, but the touch screen commands were unresponsive. It was also stated that used user interface to complete decontamination. The unit control panel sn #(B)(6), was not the original control panel, and the service records shows no replacement. The label was missing from the control panel bracket. A test mixing pump was installed in decontamination for unit to cool. It was noted that arctic sun device was primed to fill. It was also stated that pem in the shell of the unit was damage.

Event description:
It was reported that biomed had just put the arctic sun device back together from another repair and it was now getting a enter current password. Per follow up information received on 12sep2022, biomed was repairing device and found that arctic sun device was leaking from the drain port , after repair they received the enter current password message. After speaking with technical support, it was determined that the device should come in for the coin cell replacement. Biomed will send in device, no patient involveme nt. Per follow up information received on 15nov2022, biomed replaced the coin cell battery, but was not getting a message that read enter current password. Per sample evaluation results received on 03mar2023, it was reported that the root cause of the reported issue was due to a depleted coin cell battery. During evaluation, it was confirmed that the arctic sun device did boot up to an enter current password screen. It was stated that upon servicing the control panel it was observed the coin cell was replaced, by others, with and non-manufacturer supplied coin cell. A test coin cell was installed, and the control panel boot up, but the touch screen commands were unresponsive. It was also stated that used user interface to complete decontamination. The unit control panel sn # (B)(4), was not the original control panel, and the service records shows no replacement. The label was missing from the control panel bracket. A test mixing pump was installed in decontamination for unit to cool. It was noted that arctic sun device was primed to fill. It was also stated that pem in the shell of the unit was damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.